Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the wires loosened several times. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the reported issue contribute to any patient adverse consequences? Could you please elaborate further on the issue reported with the product? - did the suture pulled off the needle ? - did the knots get untied ? - did the suture break ? - when did the issue occur (in the package, during removal from package, during handling prior to use on patient or during use on the patient or post -op)? Please specify - do you have any photos available for visual analysis? - could you kindly perform and document the follow-up attempt for the product return? Additional information was requested, and the following was obtained: no patient consequence.